Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection confirmed that there was moisture in the display lens. The battery compartment was found to be cracked below the grip pad. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump was not able to be powered on. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture was found on the printed circuit board and other surrounding internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.